Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was admitted in the intensive care unit due to high blood glucose. The blood glucose reading at time of call was 595mg/dl. It was stated that the insulin pump did not alarm during occlusion. Troubleshooting was performed. The programming was correct. Ran a fixed prime and high pressure test and the tests passed. Advised the nurse that the bent cannula could have caused the customer's glucose to rise. No further info was provided.